Manufacturer narrative:
(B)(4). Review of CT¿s 24 days post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned just below the renals within the angulated neck. The bifurcate proximal od measured 18 ¿ 19mm, and the aortic body was angulated 70° l-r and 60° a-p. Thrombus was seen along the inner wall of the bifurcate aortic body, and beginning at the flow divider the right/contra limb was 100% occluded. Blood flow resumed distally beginning at the right femoral artery. The left ipsi limbs were partially occluded beginning at level of the contra gate ring. No stent graft thrombus was seen distal to the left iliac artery bifurcation. The patient had an 8cm max diameter aaa, a 5cm rcia aneurysm, and a 3.8cm lcia. The ipsi limb and extension were placed down into the left external iliac artery. The ID of the left limbs ranged from 14mm just distal to the flow divider, 12 ¿ 14mm within the lcia aneurysm, and 5 ¿ 6mm ID within the left external iliac which was moderately tortuous. The ID of the totally occluded right contra limb ranged from 11mm at the flow divider, 14mm within the aaa, and 8mm within the rcia aneurysm. At the distal end of the rcia the contra limb was acutely angulated 90° as the limb tracked anteriorly into the right external iliac, and the limb was seen kinked nearly flat 2mm ID) before opening to 5mm ID within the right external iliac. No other stent graft kinks or compression were observed. Both access vessels were extensively calcified with an 8mm flow lumen diameter. No endoleak or other stent graft issues were seen. The exact cause of stent graft occlusion could not be determined from the images provided. Angio¿s at implant were not available for review and assessment of the blood flow dynamics. However, it is probable that the kinked right limb seen at the severely tortuous right iliac artery likely contributed. The small calcified iliac on the left side may have contributed to the observed left limb thrombus. The occlusion may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. Films after the fem-fem bypass procedure were not provided.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 80 mm abdominal aortic aneurysm. It was reported that during follow-up there was a thrombosed limb. The bifurcate was totally occluded at the gate, and the right ipsilateral extension was partially occluded. The patient was treated with a fem-fem bypass and the event was resolved. No additional clinical sequelae were reported and the patient is fine.